Manufacturer narrative:
H10: the lot number was provided for all five malfunctions and a lot history review was performed. The five devices were not returned to bd for evaluation however, medical records were returned for three of the malfunctions and were reviewed. Of the five malfunctions, 3 malfunctions received medical records. 2 were confirmed for tilt and removal difficulty. 1 was confirmed for tilt, removal, and perforation . Two investigations are inconclusive for difficult to remove and filter tilt. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced a difficult to remove and filter tilt. This information was received from various sources. All five malfunctions involved a patient with no patient injury. The patients ranged from 48 to 70 years of age and one was 274 lbs. Of the reported patients, 1 was male and 2 was female. The other patient age, gender, and weight was not provided.

Manufacturer narrative:
The five devices were not returned to bd for evaluation. Medical records were returned for two of the malfunctions and were reviewed. Of the five malfunctions, two investigations were confirmed for difficult to remove and filter tilt. Three investigations are inconclusive for difficult to remove and filter tilt as the device was not returned. Based on the information is provided, the definitive root cause is unknown. The devices are labeled for single use. Lot #: (gfvd3376, gfvl0182).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced a difficult to remove and filter tilt. This information was received from various sources. All five malfunctions involved a patient with no patient injury. The patients ranged from 58 to 70 years of age and one was (B)(6) lbs. Of the reported patients, 1 was male and 1 was female. The other patient age, gender, and weight was not provided.